Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio iq meter read inaccurately high. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 7-8x daily and his results are usually around "160 mg/dl.' The patient manages his diabetes with metformin pills (1000 mg) and insulin (type/ amount not specified). The alleged issue began a week prior to contacting lfs. The patient reported blood glucose results of "330 mg/dl" with the subject meter and "170 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. On the evening of (B)(6) 2013, the patient obtained a blood glucose result of "160 mg/dl" with the subject meter. It is not known if the patient made changes to his usual management routine at that time. The next morning, the patient claims he felt a symptom of shaky. The patient tested his blood glucose and obtained a blood glucose result of "105 mg/dl" with the subject meter. The patient did not feel the result correlated with his symptom. The patient retested on another device and obtained a result of "62 mg/dl." The patient drank apple juice and ate grape sugar as treatment. The patient reportedly felt better shortly after. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow up #1 ((B)(4) 2013)-device evaluation: the test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.